Manufacturer narrative:
Last 2 customer qc tests (including testing on (B)(6)) were in range. Corroded pins are likely cause of sensor errors, but investigation testing failed to confirm these errors. On (B)(6) 2017 testing of customer analyzer wlc02645 at magellan produced low out-of-range results with qc controls levels 1 and 2. No further investigation was conducted per magellan's process at the time of the complaint. There is no evidence that the customer's patient results generated between (B)(6) were invalid. Out-of-range-low control results were only seen by magellan during investigation testing. This report is being filed in an abundance of caution. Magellan provided the customer with a new instrument, additional training, and provided them with further instructions on instrument maintenance. No further issues of this nature have been shown for this customer.

Event description:
A customer returned their instrument because of errors messages associated with insertion of dry sensors. Customer qc testing was last performed on (B)(6) 2015 and results for both levels of controls were in range. Analyzer event logs show that the customer started getting multiple analyzer error codes on (B)(6) 2015 but continued to test patient samples. The analyzer was returned to magellan on (B)(6) 2015 for confirmation testing and further investigation. Magellan could not replicate the error codes reported by the customer, but qc testing performed by magellan failed with out of range low values for both level 1 and 2 controls. Inspection of the analyzer sensor pins revealed slight corrosion. Corrosion results when the sensor pins of the analyzer are overexposed to the acidic treatment reagent. This can occur if users fail to remove sensors immediately after completion of testing and as prompted by the instrument, of if excess sample is loaded on the sensors. Magellan's control tests might suggest that patient testing performed between the last valid qc run on (B)(6) and the time of the complaint on (B)(6) were compromised.